Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient's wound allegedly getting worse is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was performed. The patient reportedly would turn the device off, and the device was found to be off on the date of the event; therefore, the reported event is being filed due to potential use error. A device evaluation is pending completion. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 01-mar-2022, the following information was reported to kci by the patient: the patient stated the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly "it made the wound worse". No additional information was provided. On 11-mar-2022, the following information was reported to kci by the nurse: there were no technical issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. However, the patient would turn the device off at times due to customer annoyance. The nurse went out for a dressing change on a monday and noted the activ.a.c.¿ ion progress¿ remote therapy monitoring system was off and wound looked worse. Therapy did not resume after that date. Review of kci records indicated wound measurements on 24-jan-2022 were 10.0 cm x 5.0 cm x 2.0 cm and on 23-feb-2022 were 6.0 cm x 5.0 cm x 2.0 cm. Additionally, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued 14-feb-2022. A device evaluation of activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Event description:
On (B)(6) 2022, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the patient's wound allegedly getting worse is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The patient reportedly would turn the device off, and the device was found to be off on the date of the event; therefore, the reported event is being filed due to potential use error.